Manufacturer narrative:
Qn# (B)(4).

Event description:
"Provider inserted the needle into the artery, but was unable to advance the introducer. The provider then tried to back out the introducer, but the introducer was stuck as was the catheter. The provider could not disconnect the needle from the catheter. The provider applied gentle constant pressure and pulled out the entire apparatus. Provider was concerned for a retained foreign body at that time and/or injury to the vessel. X-ray studies showed a piece of the catheter had broken off within the soft tissue. The ed provider used ultrasound to identify the area of the catheter. Using sterile technique, the ed provider cleaned and prepped the skin. He made a transverse incision to the fascia and dissected down to the subfascial area through the aponeurosis. The ed provider was then able to visualize the tip of the catheter within the soft tissue and remove it in its entirety. Repeat x-rays were completed to confirm the complete removal. Ed provider held pressure to the site and placed 2 horizontal mattress sutures along with a compressive wrap. Finally, ed provider repeated the allen's test and blood flow was intact. "

Manufacturer narrative:
Qn#: (B)(4). The customer returned one arterial catheterization device for evaluation. The device contained obvious signs of use in the form of biological material. The guide wire was returned separated from the advancer tubing and advanced through the catheter-over needle assembly. Visual examination revealed the catheter body contained a small hole. The catheter body was punctured with the edge of the needle bevel, indicating that the needle likely tore the catheter. The guide wire was also heavily kinked. The catheter body contained one small hole 18 mm from the distal tip. The total length of the catheter body measured to be 0.91" which indicates at least 1.52" were separated and not returned per product drawing. The catheter was able to advance off the guide wire/needle with significant resistance. The guide wire was unable to advance or retract from the needle assembly. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a sheared catheter was confirmed by complaint investigation of the returned sample. The catheter body was caught on the needle bevel, causing a small hole. The distal end of the catheter was also separated and not returned. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
"Provider inserted the needle into the artery, but was unable to advance the introducer. The provider then tried to back out the introducer, but the introducer was stuck as was the catheter. The provider could not disconnect the needle from the catheter. The provider applied gentle constant pressure and pulled out the entire apparatus. Provider was concerned for a retained foreign body at that time and/or injury to the vessel. X-ray studies showed a piece of the catheter had broken off within the soft tissue. The ed provider used ultrasound to identify the area of the catheter. Using sterile technique, the ed provider cleaned and prepped the skin. He made a transverse incision to the fascia and dissected down to the subfascial area through the aponeurosis. The ed provider was then able to visualize the tip of the catheter within the soft tissue and remove it in its entirety. Repeat x-rays were completed to confirm the complete removal. Ed provider held pressure to the site and placed 2 horizontal mattress sutures along with a compressive wrap. Finally, ed provider repeated the allen's test and blood flow was intact. "